Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under her left breast about 2-3 inches long and about 2.5 inches wide. The patient reported that this was a recurring irritation. The patient reported applying nystatin cream which she was advised to use by her doctor due to her persisting skin condition. Follow-up indicated that the irritation was about the same. The patient requested no further contact in regards to the skin condition and stated that she would contact the distributor with future updates.